Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch. Corrected data: patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2012. Subsequently, the patient experienced a femoral neck fracture that was noted on (B)(6) 2012. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2012. During post-operative monitoring, a femoral neck fracture was noted on (B)(6) 2012. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2012 due to femoral neck fracture. The femoral component was removed and replaced.